Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: description of the occurrence (describe the deviation observed, details, and outcome of the case); when puncturing the patient, the safety device did not activate. Date of identification of the occurrence; (B)(6) 2025 quantity identified with deviation; 01 when was the occurrence with the product identified (before starting the procedure, during product handling by the professional/user, during use on the patient, or after use on the patient)? During handling was there any harm to the patient, healthcare professional, user, or others? (Provide details); no was medical and/or surgical intervention necessary due to the occurrence (imaging tests, surgery, administration of medications, etc.)? (Provide details); no.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 38182314 and lot number 5002446. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. Based on the investigation results, an exact cause could not be determined for the reported event. However, the probable root cause could be related to spring formation during manufacturing. The operation and maintenance corrections performed various adjustments and alignments that may have been related to this defect. A corrective and preventive action plan was implemented to prevent the occurrence of this type of defect. However, the lot reported was manufactured prior to this CAPA implementation. In addition, the reported issue of needle not activated mostly likely resulted from cylinder damage, possibly caused by pressure variation or a failure in the sensor reading during manufacturing. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.